Event description:
It was reported that a pt underwent a kyphoplasty procedure due to a vertebral compression fracture. Post procedure, the pt experienced some confusion. Reportedly, the event was resolved the next day. No additional info was reported.

Manufacturer narrative:
Device not returned, followed up with company rep.